Event description:
The customer reported that the lockout button was pressed during use and held for 50 seconds. The pump was on a pole with an abbott pump, which is much smaller than this device. The abbott pump was swung around to be used and the abbott pump pressed the lockout switch for more than 50 seconds. This device then gave a failure code 500 and stopped infusing. There were no pt injuries or medical interventions, but an incident report was filed.

Manufacturer narrative:
This pump will not be received for evaluation. If this device becomes available for evaluation, a follow-up report will be submitted. A 2-yr review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.